Event description:
It was reported that the patient underwent a microendoscopic decompression at one level to treat lumbar spinal stenosis. At an unknown time post-op, the patient developed an epidural hematoma causing cauda equine syndrome. The patient underwent reoperation for the hematoma.

Manufacturer narrative:
Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.